Event description:
It was reported that a patient reported feeling tired and short of breath and presented with a lead warning showing undefined impedance levels, no capture, oversensing noise, and a confirmed lead fracture of the right ventricular (rv) lead. An intervention was done to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).